Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 328 mg/dl. The customer treated with a manual insulin injection. The mother of the customer also reported that the customer have had unexplained high blood glucose levels but have not required medical attention so far. The customer indicated having symptoms consistent with high blood glucose levels including headaches and lethargy. No additional information was provided.